Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. Per qlink query executed on (B)(6) 2018. A non-conformance search was performed and no non-conformances were identified for the part/lot number combination that was related to this complaint issue. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction surgical procedure, it was observed that the leading striped suture on the rgdloop adjustable stnd device snapped while pulling graft through. According to the reporter, the size of the graft was 8mm and the size of the tunnel was 8.5mm. It was reported that the leading suture broke outside the joint space but just outside skin. It was reported that the surgeon was pulling on the suture with snaps. It was reported that it was easy for the surgeon to remove the original implant. There was a delay of five minutes in the surgery. The procedure was completed with same like product. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.